Event description:
The trocar from ftr32 was used during a laparoscopic cholecystectomy. It was reported the o ring was dislodged from the device. There was no consequence to the pt. Rpo 08/19/1997. It was reported it is unk which device this occurred with. The o-ring was retrieved. It is not known how the case was completed.